Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy test failure. The data acquisition pcba was removed from service and returned to the further investigation lab for analysis. The returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international customer specialist reported that the data acquisition (da) pcba failed the pressure accuracy test on arrival. There was no patient involvement.